Manufacturer narrative:
(B)(4). The hospital biomed replaced the plug with a hubbel plug connector. The old plug on the power cord has had the ground lug broken on it. Device not returned.

Event description:
It was reported that during the use of the device for a non-clinical activity, the power cord was damaged. There was no patient involvement.

Manufacturer narrative:
The initial report should have contained code in the initial report as the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The reported complaint was confirmed. The user facility biomedical technician (biomed) confirmed that the hubbel used as a replacement was not from the manufacturer, but it was a hospital grade plug. The unit is now working per the biomed no longer has the part, therefore no part will be returned to manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.